Event description:
During follow-up, the device was found in backup mode. Following the reset, the device was found to be at elective replacement indicator (eri). Abbott technical services downloaded the firmware to the device to restore it to normal function. The device was later explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of backup was confirmed in the lab. Information from the field showed that the cause of the reset was a power-on reset (por). Interrogation of the device revealed the device was at the elective replacement indicator (eri) when received. Functional testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The cause of the reported reset is a lithium cluster short.